Event description:
It was reported that the post-op x-rays showed that the screw was through the shell.

Manufacturer narrative:
Evaluation summary: f/u communication with the sales associate present at the case, confirmed that the torque limiter was not used. The surgical technique states "before inserting screws, attach the torque limiter to the screwdriver. Avoid overtightening of screws and potential advancement through the shell screw hole. Note: the torque limiter does not eliminate the need for surgeon evaluation of bone quality, appropriate screw selection, and torque control." Based on the info provided, although not proven, the most likely cause of the screw seating through the shell is from the screw over tightening and advancing through the shell. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.